Event description:
It was reported that the device was used during an laparoscopic ventral hernia repair, the instrument seemed to slip off the fascia and moved up into the hernia defect with force. The introducer came through the patients abdomen and puntured the doctor's left index finger. The doctor scrubbed out, the case was finished by the 2nd surgeon without problem or delay. No pt consequence.